Event description:
Covidien received information that due to an 840 malfunction, the ventilator was removed from the patient. There was no patient harmed or injured as a result of the event. The customer reported to have replaced the oxygen (o2) sensor. The ventilator passed all testing. The o2 was returned to covidien for investigation and the alleged malfunction was not duplicated. The o2 sensor passed all testing.

Manufacturer narrative:
(B)(4).